Event description:
It was reported that an asymptomatic patient was seen for a routine device check. The atrial lead exhibited noise, which was reproduced with isometrics. Insulation damage was also noted on the lead. The lead was capped and replaced during a pulse generator change out procedure. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.